Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens headquarter support center (hsc) reviewed the instrument data which indicated the analytes were elevated by 18-21%, suggesting an inaccurate sample dilution occurred for the initial run. In addition, hsc discovered that the sample was centrifuged for four minutes. According to the tube manufacturers recommendation, the sample should be centrifuged for fifteen minutes. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The data indicated quality controls were within range. Based on these observations, hsc concluded this event is sample specific due to poor sample quality and the presence of gel, fibrin, and/or cellular components contained in the plasma portion of the sample that impacted the proper dilution for the initial run of this sample. The cause of the discordant, falsely elevated na, cl and k results on one patient sample was due to sample integrity. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na), chloride (cl) and potassium (k) results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument and on an alternate dimension vista instrument, resulting lower than the initial results. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na, cl and k results.